Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large leak from the o2 sensor. The o2 sensor was replaced, and the unit was returned to service. The customer contact reported there was no patient information available. (B)(4).

Event description:
The hospital reported the unit alarmed during a case. There was no report of patient injury.